Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, the package was found to be opened. The physician called for a 3.0x16mm taxus express2 drug eluting stent (des). This device was retrieved and during unpacking, it was found to be opened. The device was not used. The case was completed with another device. No patient complications were reported.